Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: thirsty and light headed. A patient reported recieved battery from lifescan and still issue persist. Their meter allegedly had no power. The result of their meter: last reading noted 94mg/dl. There was no comparison. Not treated. No further information has been reported.